Event description:
It was reported that the customer changed out the infusion set and got a no delivery alarm. Customer removed the set and found a bent cannula. Customer stated that this has happened 4 times since and has been bent every time. Customer's blood glucose level was 218 mg/dl. Customer received a motor error alarm after the no delivery alarm. Customer was driving at the time and went a while without attending the pump. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube lip, belt clip slot and battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.